Event description:
Per the clinic, the implant could not be detected by the fitting software during activation. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the patient underwent a revision surgery under general anesthesia (specific date not reported) to reposition the dislodged internal magnet. The implanted device remains.